Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the fault in the fault logs. The stm then removed the compressor from the iabp and then plugged the iabp in to ac power and the fan did not turn on when powered up. The stm then disassembled the compressor and installed a new cooling fan, thermal switch and 2500 hour maintenance kit. The iabp was then put back together and the stm ran a completed calibration heck and functionality test. The iabp met factory specifications and was cleared for use. The iabp was tested with a test balloon and trainer for approximately 30 minutes with no problems. It was then released back to the customer.

Event description:
It was reported, while in use on a patient, that the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code # 4. No patient harm or adverse event was reported.